Event description:
Healthcare professional reported a lap-band system with a leak, first noticed when, during a surgery to address a hiatal hernia and perform a cholecystectomy, the doctor noticed the patient had a "type 2 port" and had gained weight, and the doctor performed a "dye test" and confirmed a leak. It was not specified whether the hernia was pre-existing to lap-band implantation or whether the event was device related. The lap-band port was removed and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number.